Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 471 mg/dl. Reportedly, the user changed the infusion set 3 times prior to calling tandem's technical support (cts). The bg level was addressed with a manual injection. During troubleshooting with cts, the user disconnected the luer lock connection and reconnected it as the user smelled insulin at the luer lock. The user resumed insulin delivery.